Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni was returned for analysis. Inspection of the device revealed no damage; however, the shaft and tip were filled with blood. Functional testing was attempted, but the console received an over-pressure alarm message. The devices catheter shaft was soaked in an ultrasonic cleaner for approximately 24 hours but was still unable to prime due to an over-pressure alarm. T he device was then inspected under the microscope to discover that dried blood/contrast and rust was occluding the jet holes. The complaint was not confirmed for any under pressure issues or pump leaks; however, the device did receive an over pressure alarm message.

Event description:
Reportable based on device analysis completed on 23may2024. It was reported that an error occurred. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, the system alerted an error message for kink. No patient complications were reported. However, returned device analysis revealed a blood/contrast and rust was occluding the jet holes.